Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging mold in lungs and mucus due to the device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to bipap device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged mold in lungs and mucus due to the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device and found slight black contamination at the blower seal of the blower box which is consistent with keratin contamination. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout the device enclosure and airpath, suggesting a source external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes the presence of contamination in the air path but presence of mold in humidifier was not confirmed. Section h6 were updated in this report.